Event description:
It was reported that during inspection of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg air bubble in gel was discovered in 932 tubes and foreign matter was discovered in 1 tube. The following information was provided by the initial reporter, translated from chinese to english: phase: when unpacking and inspecting defect: there are air bubbles in the separation glue in the blood collection tube.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during inspection of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg air bubble in gel was discovered in 932 tubes and foreign matter was discovered in 1 tube. The following information was provided by the initial reporter, translated from chinese to english: phase: when unpacking and inspecting. Defect: there are air bubbles in the separation glue in the blood collection tube.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-04-18. H6: investigation summary: bd received 21 samples and 6 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for gel air bubbles and foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for gel air bubbles and foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles and foreign matter. Bd was not able to identify a root cause for the indicated failure mode.